Event description:
Caller alleging receiving discrepant low inratio reading. On (B)(6) 2013 inratio 1.6, lab 3.0. Time between testing less than one hour. Pt's therapeutic range unknown.

Manufacturer narrative:
Investigation pending.